Event description:
The user facility reported that their 120l cart washer was leaking steam. The steam activated the user facility's sprinkler system and water was released. The fire department was dispatched but the user facility was not evacuated as the event occurred overnight. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the washer and found that the water booster tank had overheated. This was due to the steam valve having a small cut in the seat. This allowed steam to leak through subsequently setting off the sprinkler system. The technician stated that the unit was left on in an idle state overnight and that the water booster tank is connected to the user facility's steam supply line. The technician repaired the unit, ran a test cycle and confirmed it to be operational.